Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2024, it was reported by a sales representative via email that a 3024-016 16-hole left alpha plate broke postoperatively through the oblong hole in the first bend of the plate. On (B)(6) 2024, the patient was implanted with the plate, and on (B)(6) 20224, the plate was removed. Per the sales representative, the patient did not report any falls or injuries. No additional information has been reported. Additional information received on 11/13/2024: the correct original surgery date is (B)(6) 2024. The patient was implanted with the 3024-016 16-hole left alpha plate, an 8110-026 cortical bone screw, two 8110-028 cortical bone screws, four 8114-026 double lead lock cortical screw, an 8114-036 double lead lock cortical screw, an 8124-030 fully threaded cancellous locking screw, an 8124-032 fully threaded cancellous locking screw, two 8124-036 fully threaded cancellous locking screw, two 8124-040 fully threaded cancellous locking screw, an 8124-042 fully threaded cancellous locking screw, two ar-7268t tigertape cerclage with fiberlink shuttle suture, and an abs-2010-10 allosync pure. During the revision surgery, all the hardware was removed. The revision surgery was completed using a 3012-014 proximal humeral plate, 14-hole, with additional screws.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted a plate broke postoperatively. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.